Manufacturer narrative:
Follow-up # 1: date of submission 10/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: a review of the pump black box data revealed multiple low battery warnings and replace battery alarms. A battery life issue was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was evidence of moisture contamination inside the pump. Due to internal moisture contamination, no vibration alert occurred at power or during alarm functions. The returned battery cap secured properly to the pump. Current draws were within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.